Event description:
Hosp risk mgmt initially reports they received medwatch report dated 10/9/2012 indicating insert for 7" needle holder was found and removed during surgeons final cavity check, without incident or injury to pt. Risk mgmt has insert. Laparoscopic mobilization - low anterior colon resection was being performed.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.